Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose level of 265 mg/dl. The customer reported that the suspected cause was due to being new to the pump and also due to being in the "honeymoon phase" of diabetes. The customer delivered a bolus via the pump.